Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the usb cable issue could not be verified.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. A new charging cable was sent to the customer. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.